Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received ongoing, intermittent multiple cartridge alarm 19s while attempting to load a cartridge onto the pump. After the alarms, the customer was successful at loading another cartridge and insulin delivery was resumed. The customer's blood glucose level was not impacted. The customer was to continue to use the pump to manage diabetes.